Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. A software upgrade was attempted on the implantable cardiac monitor however, it was not successful due to the age of the battery. No intervention was performed. The patient was in stable condition.